Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was told there was a problem with one of their leads and inquired if either was under a field advisory. Neither of the leads were associated with a field advisory and remain in use. No patient complications have been reported as a result of this event.